Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted as being kinked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise, which materially alter information submitted in a previous MDR report. Ccomplaint conclusion: as reported by the field, during a coil embolization at the ba top for subarachnoid hemorrhage (sah), a 1.5mm x 3cm galaxy g3 mini coil (glm915030, l14626) was being used as the ninth coil after a concomitant microcatheter (sl10, stryker) was delivered to the lesion. However, the complaint coil was not able to be inserted into the microcatheter (mc). The physician attempted to re-sheath but the re-sheath part broke and it was not able to be re-sheathed. It was replaced with another different sized coil and the procedure was completed. The customer states there is no additional information available. A non-sterile unit galaxy g3 mini 1.5mm x 3cm was received inside of a pouch. The device was inspected, and it was found that the introducer is kinked. No other damages or anomalies were observed on the device. Also, the marker band was found at 38 cm from hub, and it was found within specification. The embolic coil was inspected under a microscope and it was found with a damaged condition. The functional analysis could not be performed due to the introducer was found with a kinked condition. Also the embolic coil is stuck inside the introducer with a kinked condition. A manufacturing record evaluation was performed for the finished device l14626 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer coil introducer - zipping difficulty-rezipping could not be duplicated due to the introducer was found with a kinked condition. This condition is related with the customers complaint and appears to be caused by excessive force and/or handling applied to the device, however, this cannot be conclusively determined. Based on the findings during the analysis, the customers complaint was confirmed. The complaint reported by the customer detachable coil delivery system (dcs) - impeded in microcatheter with no loss of cerebral target position could not be duplicated, during the inspection, it was noted that the embolic coil is kinked and stuck inside the introducer, these conditions could be related with the customers complaint and may appear to have been caused by excessive force and/or handling applied to the device, however, it cannot be determined the exact when this condition appeared. Based on the information obtained during the analysis, the customers complaint can be confirmed. Neither the analysis nor the mre suggests that the failure reported by the customer could be related to the manufacturing process. The instructions for use (IFU) instructs the user to unsheathe a small length of the dpu to unlock the device, then to advance the embolic coil into the microcatheter until the hub connector of the dpu reaches the proximal end of the resheathing tool. This results in the placement of the embolic coil and the more flexible and fragile distal sections of the dpu inside the microcatheter before continuing to unsheathe the device. If the device is unsheathed before advancing into the microcatheter, there is a risk that the embolic coil or the distal end of the dpu will be unsheathed and pass through the resheathing tool. If the resheathing tool passes over the distal end of the dpu, this will expose these flexible sections, which will then be subject to kinking and bending. Once a part of the dpu is kinked or bent, the translucent introducer sheath will not be able to re-form around it, and that section of the device will protrude. The IFU also warns that if the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. Kinking can be caused by the application of excessive force to a device while trying to advance against resistance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a coil embolization at the ba top for subarachnoid hemorrhage (sah), a 1.5mm x 3cm galaxy g3 mini coil (glm915030, l14626) was being used as the ninth coil after a concomitant microcatheter (sl10, stryker) was delivered to the lesion. However, the complaint coil was not able to be inserted into the microcatheter (mc). The physician attempted to re-sheath but the re-sheath part broke and it was not able to be re-sheathed. It was replaced with another different sized coil and the procedure was completed. The customer states there is no additional information available. Based on the device analysis of the product received, the embolic coil was inspected under a microscope and it was found in a kinked condition.